Manufacturer narrative:
(B)(4)

Event description:
It was further reported that during a routine device change out, the atrial lead was tangled around the other leads. When the lead was unraveled, it was only capturing intermittently. The lead was capped and replaced.

Event description:
It was reported the atrial lead showed a rise in thresholds which continued to rise. Reprogramming was done. It was also reported that the atrial lead showed no capture. Adjustments were made again. It was reported that the left ventricular (lv) lead and right ventricular (rv) lead showed elevated thresholds and programming was done. All three leads remain in use. It was noted the patient was part of the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65, lead, (B)(6) 2011; 4195-88, lead, (B)(6) 2011. (B)(4).